Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of an 80-90% in stent stenosis at the proximal cephalic arch, the pta balloon allegedly ruptured at 8atm. It was further reported that the after the balloon ruptured extravasation of the contrast was seen. The pta balloon was exchanged over the guidewire for another balloon to help seal the area of the rupture and subsequently another stent was placed to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was inflated, and water was seen exiting the device from a pinhole rupture on the barrel of the balloon. Therefore, the investigation is confirmed for a pinhole rupture. The definitive root cause for the identified pinhole rupture could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Potential adverse reactions: additional intervention. (B)(4).

Event description:
It was reported that during an angioplasty procedure of an 80-90% in stent stenosis at the proximal cephalic arch, the pta balloon allegedly ruptured at 8atm. It was further reported that after the balloon ruptured, extravasation of the contrast was seen. The pta balloon was exchanged over the guidewire for another balloon to help seal the area of the rupture and subsequently another stent was placed to complete the procedure. There was no reported patient injury.